Manufacturer narrative:
The company representative was able to replicate the reported event. The printed circuit board (pcb) ultrasound module was replaced to address the issue. The pcb was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The pcb ultrasound module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The ultrasound module was installed in a calibrated console and started with no advisories. The fluid management system (fms) cassette was inserted, and the prime/tune step was run. The system displayed a sm. A pcb test was performed and found the components were defective. The reported event was confirmed and replicated. The root cause of the reported event is attributed to the nonconforming pcb components. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported, it was found that the console exhibited both phaco ports failed and system message displayed ( sm) . Procedure details and patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).